Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report a skin reaction that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient's mother described the patient's skin reaction as raised bumps, scaly and itchy under the sensor patch adhesive area. Patient went in for a checkup with his endocrinologist on (B)(6) 2015. The endocrinologist saw this old insertion site, which looked like a chemical burn. The endocrinologist prescribed a cortisone cream, for use after removal. The endocrinologist also suggested that the patient use mastisol, skin tac and tegaderm as barrier methods for the patient's skin irritation. Exact brand name of prescription cortisone cream is unknown. At the time of contact, patient's mother reported that the patient still experiences skin irritation. No additional event or patient information is available. It should be noted that the dexcom g4® platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).